Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the stepmother that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with an insulin drip, blood glucose levels were monitored every 15 minutes, and medication for nausea. The patient spent the first 24 hours in the intensive care unit and was released after spending 2 days in the hospital.